Event description:
Event description cpi received information that this bipolar endocardial lead (4261) had an 'insulation break at the clavical'. The (4261) was capped and left in place. Implant date-04/05/96. Removed from service date-09/04/96. Total implant months-4.9